Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with cold insulin, and insulin gauge remained static at 85 units. There was no impact to the customer's blood glucose level. Several hours later, the customer reported that the insulin gauge began to decrease as expected. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin.